Manufacturer narrative:
(B)(4). The device was not returned for analysis. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that a balloon rupture occurred. A 10/2.75 flextome cutting balloon was selected for use. During procedure, it was noted that the balloon was inflated for several times and ruptured at 10atm. The procedure was completed with another of the same device. No patient complications were reported.

Manufacturer narrative:
(B)(4).

Event description:
It was further reported that the patient's post-procedure condition was good.